Event description:
A nurse contacted baxter product surveillance stating that the transfer set had fallen off the catheter of a home patient. The transfer set had been in place for about two weeks. This was a plastic adaptor and the initial connection was made by hand. The nurse did not know how the transfer set came off. The separation was at the transfer set adaptor / catheter interface. The home patient was given 1 gram each of ancef and fortaz prophylactically. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B) (4).